Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act, down and up buttons were hard to press and sometimes did not work. The customer's blood glucose level was unknown. The customer also reported that there were random no delivery alerts not due to site change. The insulin pump will not be returned for analysis.